Event description:
The facility reported the device infused an entire bag of medication of heparin in 4 hours and was programmed for 8 hours, found during use with no patient inury or medical intervention required. Details were not available regarding the set up of the infusion device and no additional contact information was provided. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on mar 23, 2007. Evaluation summary: the pump was evaluated by a baxter service technician. The reported condition of overinfusion was confirmed. The overinfusion was attributed to the tubing set found inside the device when sent in for evaluation. No information was provided on the product code or lot number of the tubing.